Manufacturer narrative:
A cardioquip customer notified cardioquip epidemiology that their device had tested positive for bacterial contamination. Due to the failing test results, epidemiology recommended that the device receive an internal water pathway replacement. After cardioquip received the device, the device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Customer reports device tested posititve for nontuberculosis mycobacterium (ntm).